Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ also, per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to (B)(4) units (4.8ml) of insulin.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate using multiple cartridges. It was noted that the customer filled a cartridge with (B)(4) units of cold insulin for one cartridge and (B)(4) units with another. The customer attempted to load a cartridge and received an inaccurate fill estimate. Reportedly, the customer may have overfilled this cartridge with (B)(4) units. The customer's blood glucose level was 290 mg/dl and it was addressed with manual injections. It was confirmed that the customer had manual injections available.